Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, prior to the procedure, the trapezoid rx lithotripter compatible basket was tested outside the patient and was able to open and close without issue. The basket was then advanced into the common bile duct and used to capture a large stone. An alliance handle was used in conjunction with the basket to perform the lithotripsy, but after the first attempt, the stone was still large and intact. A second lithotripsy attempt was then going to be made, but the basket failed to open. At this time, the nurse noticed that the pull wire was sticking out from the handle so the basket was removed from the patient. A second trapezoid rx lithotripter compatible basket was used without issue. However, the account was unable to retrieve any stones during this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, prior to the procedure, the trapezoid rx lithotripter compatible basket was tested outside the patient and was able to open and close without issue. The basket was then advanced into the common bile duct and used to capture a large stone. An alliance handle was used in conjunction with the basket to perform the lithotripsy, but after the first attempt, the stone was still large and intact. A second lithotripsy attempt was then going to be made, but the basket failed to open. At this time, the nurse noticed that the pull wire was sticking out from the handle so the basket was removed from the patient. A second trapezoid rx lithotripter compatible basket was used without issue. However, the account was unable to retrieve any stones during this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear sheath had been pushed back from the distal end of the coil for a length of 3 millimeters. The basket tip was not present at the distal end of the device and the proximal end of the sidecar was deformed. The handle cannula was found to be bent in a "v" shape and was sticking out of the handle body and 8 centimeters in length. A functional evaluation found that the basket could not be extended due to the damage to the handle cannula. The condition of the returned incident device was consistent with the complaint that the handle cannula wire was poking out of the handle assembly. During the evaluation the handle cannula was found to be bent and sticking out of the handle body. The basket tip was also found to be detached and not returned. It appears that during attempted use the basket was closed enough using the alliance handle to cause the basket tip to detach. It also appears that the device was actuated in such a way that the handle cannula came into contact with the handle body causing it to bend and deform. Therefore, the most probable root cause is operational context. (B)(4).